Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline infection and bacteremia cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events, such as infection, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had a driveline exudate infection. Driveline exudate culture was positive for an enterococcus infection of pseudomonas and bacteremia. Patient developed fever. Patient was started on IV (intravenous) vancomycin and IV zosyn. Patient continued with IV zosyn until (B)(6) 2020.